Event description:
Per the audiologist's report, the patient was not able to hear after a few minutes of device use. Testing at the clinic showed multiple short-circuited electrodes. The results of an integrity test done in 2007, were consistent with normal receiver/stimulator function with multiple malfunctioning electrodes. No information on explantation/reimplantation surgery was provided.

Manufacturer narrative:
This type of event is addressed in the device labeling.